Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in the shock impedance measurements up to 127 ohms. Troubleshooting options were discussed; however, no further troubleshooting or interventions had been performed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that shock impedance measurements were greater than 130 ohms. The shock impedance alert was increased to 150 ohms and no further troubleshooting was performed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that shock impedance measurements were 120 ohms. Programming and troubleshooting options were discussed. The patient would continue to be monitored until their next device check. No adverse patient effects were reported. The lead remains in service.